Event description:
Patient was scheduled for cytoreductive surgery and hipec [hyperthermic intraperitoneal chemotherapy] treatment. Chemotherapy started at 12. 25 pm. The outflow during the treatment was low and provider was called back to the room. Provider scrubbed in and manipulated the tube and troubleshooted. He noticed the inflow was not circulating well at the pump and we called the rep. Rep tried to trouble shoot and not worked well. Second bag of chemo started at 75 minutes. The machine was pulled out for inspection. Company service person is called to service the machine.